Event description:
It was reported that a pericardial effusion occurred. An ekosonic catheter was selected for use during a bilateral pulmonary embolism lysis procedure. The catheter was placed and the infusions of normal saline and tissue plasminogen activator (tpa) had just been initiated. At this time, the patient reported difficulty breathing and the physician ordered for tpa to be turned off and the catheter was removed from the patient. A pericardial effusion was noted via echocardiogram, which resolved on its own without intervention. No baseline effusion was seen on imaging prior to the procedure. No damage to the device or package was noted. Per physician, the pericardial effusion was believed to be caused by the possible pre-existing perforation disturbed by the procedure and lytic, not the ekos device. Patient is doing well.